Event description:
Procedure: attempted laparoscopic sigmoid colon resection, converted to anterior resection with diverting loop ileostomy. According to the reporter: the instrument was used to transect the mid rectum and prepare the bowel for eea anastomosis. The bowel, with the eea anvil in place, was returned to the abdomen and the abdominal fascia closed to recreate the pneumoperitoneum. When the assistant introduced her finger into the rectum, it was noted that it was open. The stapler had misfired during the resection. The level of the failed anastomosis and the restrictions of the male pelvis made it necessary to complete the procedure through a lower abdominal mini-laparotomy incision. The anastomosis was completed using a ta30 and eea without further complications. Minimal additional blood loss was reported. Increased operative time was 45 minutes. The patient is recovering.

Manufacturer narrative:
Initial report sent to FDA on 09/28/2009.